Event description:
.

Manufacturer narrative:
The initial reporter was contacted for add'l info and to arrange return of the device for eval. The user facility reported they would not be returned the device as they had determined that the device was operating per spec and the event was the result of clinician programming. Per the reporter during infusion set-up, the clinician chose the wrong syringe size. The instructions for use for the device warn against improper syringe size selections. Below is an excerpt from the IFU: the syringe MFR and size displayed onscreen must always match the actual syringe you are loading. Mismatching syringe MFR or size may cause either under-infusion or over-infusion to the pt-with possible serious injury or death.